Manufacturer narrative:
B5: upon follow up it was reported that the event of increase in upstream occlusion alarms when infusing levophed and other vasopressors were administered to covid-19 patients in the intensive care unit. The patients subsequently experienced a drop in blood pressure (no values provided). It was further reported that ¿most of the issues have happened with covid patients in which donning personal protective equipment has caused an additional delay¿. H6: health effect - clinical codes was e2403 is now e2321. H6:health effect - impact codes was f26 is now f0101 and f12. H10: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion. The event occurred during patient infusion. No additional information is available.